Manufacturer narrative:
(B)(4). Batch # m9257x. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the clip only closed itself in the distal tip and remained open at the proximal end. Result: the clips did not close. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.